Event description:
The hospital reported that during sterile processing, the cable connector on the hemopro 2 extension cable was found to be broken. There was no pt involvement.

Manufacturer narrative:
Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage. There was no evidence of blood on the device. A visual inspection determined one snap tab on each side of the cable broke off of the device. An electrical test was performed on the returned cable using a reference power supply and adapter. The device passed the electrical test. Based on the received condition of the device, the reported complaint for the broken connector was confirmed. (B)(4).